Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon of the catheter would not hold water.

Event description:
It was reported that the balloon of the catheter would not hold water.

Manufacturer narrative:
The reported issue could not be confirmed as no sample was returned for evaluation. A potential root cause for this failure could be inadequate pressure on the machine to punch. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10 ml sterile water 30cc balloon: use 35ml sterile water" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the balloon of the catheter would not hold water.

Manufacturer narrative:
The reported issue could not be confirmed as no sample was returned for evaluation. A potential root cause for this failure could be inadequate pressure on the machine to punch. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10 ml sterile water 30cc balloon: use 35ml sterile water" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.